Event description:
It was reported that the patient was charging the ipg multiple times in a week. The patient underwent an ipg replacement procedure wherein a non rechargeable ipg was implanted. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.